Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: sn (B)(4): 04/27/2015 reuse. Electrode belt: sn (B)(4): 03/11/2015 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a hospital room and unconscious at the time of the event. Hospital staff were present and began resuscitation efforts. The hospital staff reported removing the lifevest and performing additional resuscitation efforts. Prior to passing, the patient was treated four times by the lifevest. The patient was first appropriately treated while in ventricular tachycardia (vt) with a post-shock rhythm of sinus bradycardia at 40 beats per minute (bpm). The patient received three additional inappropriate treatments. The patient was treated while in non-sustained ventricular tachycardia (nsvt) with CPR artifact. The last two treatments were delivered while the ECG showed CPR artifact. The rhythm at the time of device removal was CPR artifact. The CPR artifact contributed to the false detections. The patient was under the care of hospital staff at the time of the inappropriate treatments.